Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vista registry, patient site ID: (B)(6) it was reported that on (B)(6) 2024, a 27mm navitor vision valve was successfully implanted in a patient. It was noted during procedure, that the patient developed a intermittent complete heart block. The valve was partially re-sheathed once during procedure due to being deployed too low. Prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp while in cusp overlap view. The final non-coronary cusp implant depth was 2.9mm. The length of the membranous septum was 7mm and there was no calcification extending beneath the aortic annular plane in the interventricular septum. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported. Post-implant, the complete heart block persisted with a replacement rhythm of 35-40 beats per minute. On (B)(6) 2024, the decision was made to implant a permanent dual chamber pacemaker. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.

Manufacturer narrative:
An event of intermittent complete heart block was reported. A returned device assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection, operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported heart block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.